Manufacturer narrative:
The customer contacted a siemens customer care center. The customer adjusted the pump rate within specifications and replaced the multisensor. The customer ran dilcheck, which was successful. The bias was checked and was acceptable. Quality control recovered within range after these troubleshooting activities were performed. The siemens customer care center specialist suggested for the customer to rinse the salt bridge tubing, replace the standard a solution, and prime the system. The customer performed these actions. Siemens dispatched a siemens customer service engineer (cse) to the customer's site. The cse performed a successful precision run, replaced the multisensor, conditioned the system, and ran dilcheck, which corrected the bias. Quality control recovered successfully and precision performed acceptably. The cse returned to the customer's site on the following day. The customer informed siemens that they performed monthly maintenance and ran dilcheck. The cse determined that the electrolytes calibrated without any errors. Then, the cse super-slimmed conditioned and conditioned the instrument. Next, the cse ran dilcheck. The correction factor was acceptable and did not need an adjustment. To confirm the instrument's operation, cse ran serum and plasma quality control in triplicate, which recovered acceptably. Siemens further investigated the issue and determined that the customer centrifuged samples at a rate and time that is outside of the tube manufacturer's instructions. Sample integrity and preanalytical variables potentially contributed to the discordant, falsely depressed sodium results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient sample from a dimension exl with lm instrument. The initial result was reported to the physician(s). The sample was repeated on an alternate dimension exl 200 instrument, which resulted higher. The repeat result matched the patient's history and was within the normal reference range. The repeat result was reported, as the correct result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed na patient result.